Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient a 980 ventilator crossed over a bump and the display went blank rendered the unit inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the ui printed circuit board (pcb) in the graphic use interface. The se performed calibrations and extended self-testing on the device and all tests passed

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.